Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported material/balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for a material/balloon rupture reported from this lot. Per the multi-link 8, multi-link 8 small vessel (sv), and multi-link 8 long length (ll) coronary stent system (css), instructions for use, it instructs the user to prepare the device prior to entering the body. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: marker wire, guide cath: radiguide 2 il4.0 6f. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo, concentric lesion with 100% stenosis, mild tortuosity, and mild calcification in the proximal right coronary artery. A 3.5x23mm multi-link 8 coronary stent system (css) protective sheath was removed without resistance. The css was prepped per the instructions for use without any issues noted. The css balloon was soaked in normal saline prior to use. After pre-dilatation, the css was prepared inside of the patient anatomy. The css was advanced without resistance and crossed the target lesion. The balloon ruptured during the first inflation to 10 atmospheres and the stent system was removed without resistance from the patient anatomy. The stent was implanted; however, the stent was not fully apposed to the vessel wall. Post-dilatation was performed to fully appose the stent to the vessel wall. The procedure was completed without any issue. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was requested.